Event description:
This pt experienced in-stent restenosis 22 months after receiving two cyphers in the bifurcation of the left anterior descending (lad) and the left circumflex artery (lcx) in 2004. The pt was hospitalized, requiring intervention to re-open the stents. This pt was admitted to the hosp with a chief complaint of coronary artery disease. The pt was taken to the cardiac cath lab, where angiography revealed a 90% lesion in the bifurcation of the lcx and lad. The site was a non-de novo, c-type lesion. There were no difficulties in accessing or wiring the vessel noted. Two 3.0 x 13 cypher stents were deployed one in the ostium of the lcx and one in the ostium of the lad with satisfactory results. Flow through the stented segment was timi iii. Approximately 22 months later, a repeat angiography demonstrated a 90% restenosis of the cypher stent in the lcx and <50% restenosis of the stent in the lad. Both of the lesions were treated with balloon inflations with satisfactory results. Stent is not distributed in the us; however it is similar to us products.